Event description:
Additional information was received reporting the cause of the migration was unknown. It was unknown what actions or interventions were taken to resolve the issue. It is unknown if the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported that ever since she had the implant the implant battery has migrated up and down their body and is now over their heart. Pt said it felt like there was a magnet attached to their heart. The circumstances that led to the reported issue were asked but unknown. Pt said they have made their managing dbs healthcare provider (hcp) aware of this issue and had an x-ray of their shoulder and were waiting for the hcp to look at the results. Pt said they have not followed up with the surgeon that implanted the device. The patient was redirected to their healthcare provider to further address the issue..